Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed ten critical battery alarms since 01-jul-2021 and two controller fault alarms on 12-jul-2021 at 14:14:42 and at 14:14:49. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis revealed two controller power up events on 12-jul-2021 at 14:09:26 and at 14:15:07. The data point prior to the first loss of power revealed that bat900580 was connected to power port one with 4% relative state of charge (rsoc) and no power source was connected to power port two. The data point recorded after the first loss of power revealed that no power source was connected to power port one and bat900580 was connected to power port two. The data point prior to the second loss of power revealed that no power source was connected to power port one and bat900 580 was connected to power port two with 4% rsoc. The data point recorded after the second loss of power revealed that no power source was connected to power port one and bat587693 was connected to power port two. The controller was without power for 2 minutes and 25 seconds and 14 seconds; respectively. As a result, the reported controller fault alarms, loss of power, and controller alarming events were confirmed. The reported controller being ¿hot¿ event could not be confirmed since the unit was not available for analysis. The most likely root cause of the critical battery alarms and controller fault alarms event can be attributed to the patient allowing the batteries to deplete below 10%. Based on the available information, a possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one connected power source. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a controller overheating may be attributed, but not limited, to environmental factors and/or a controller malfunction. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was alarming and reported to be hot. It was also reported that the controller exhibited a controller fault alarm due to low batteries and unexpected loss power while changing the batteries. The controller remains in use. No patient complications have been reported as a result of this event.